Event description:
Follow up information identified the patient underwent a procedure where a 3 inch cyst was drained and as a result her pain level has been decreased by 50-70%. The patient is satisfied and surgical intervention to explant the device is no longer planned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient is implanted with a pns system which includes two leads from the same lot. It was reported the patient is not receiving effective stimulation and surgical intervention may be pending to address this issue.